Event description:
The customer reported that positively biased results were obtained for four pt samples using vitros glu slides on a vitros 250 chemistry system on (B)(6)2009 and (B)(6)2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The positively biased results were reported. Corrected reports were issued for all pts involved. There was no report of actual pt harm as a result of this event. Note: this form 3500a is three of six mdrs for this event. Six devices were involved. Four pt samples and two quality control samples were assayed using a single vitros glu slide lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that positively biased results were obtained for two quality control and four pt samples using vitros chemistry products glu slides (lot #0011-0760-4402) on a vitros 250 system when compared to the results obtained on an alternate vitros 250 system. The investigation determined that the positively biased glu results were the initial six results processed from a freshly openly vitros glu slide cartridge. The root cause of the positively biased vitros glu results is consistent with a slide cartridge that has been compromised due to a defect in the foil wrapper. The specific glu slide cartridge and the pt samples have been discarded. No further investigation is possible. The customer has not observed any additional occurrences of positively biased glu results.